Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor was inaccurately low when compared to fingerstick values on (B)(6) 2014. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.